Event description:
A center director reported pt who complained of "left eye is blurry" at three week lasik post-op. Additional info has been requested. This report is for the left eye, and additional report will be filed for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested. (B)(4).